Manufacturer narrative:
H10: additional manufacturer narrative.

Event description:
Edwards received notification that this patient with a valve model 3300tfx23mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approx. 7 years and 6 months due to degeneration leading to stenosis and regurgitation. A 23mm sapien 3 valve was implanted within the edwards surgical device. The patient was noted as to be fine after the procedure. "The implant date is known only as "2013". Therefore, (B)(6) 2013 is being used to calculate the minimum implant duration."

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx23mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approx. 7 years and 6 months due to stenosis. A 23mm sapien 3 valve was implanted within the edwards surgical device. The patient was noted as to be fine after the procedure.

Event description:
Edwards received notification that this patient with a valve model 3300tfx23mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approx. 7 years and 6 months due to degeneration leading to stenosis and regurgitation. As reported, the patient presented signs of fatigue in breathing and was unable to carry out a normal daily routine before the procedure. A 23mm sapien 3 valve was implanted within the edwards surgical device. The patient was noted as to be fine after the procedure. "The implant date is known only as "2013". Therefore, on (B)(6) 2013 is being used to calculate the minimum implant duration."